Event description:
Olympus medical systems corp. (Omsc) was informed the user performs manual cleaning, chemical immersion, and sterrad sterilization in this order. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. The exact cause was unknown. Omsc surmised that the user reprocessed the subject device mistakenly.